Event description:
This is a report of a home patient (hp) had experienced a break in aseptic technique, which resulted in peritonitis. The hp had the transfer set separate from the catheter a little bit, on the catheter side and there was a little bit of a leak. Two days later the patient experienced pain, also described as a tender stomach. The next day, the patient went to the clinic and the patient was diagnosed with peritonitis, manifested by pain and abnormal effluent. The clinic had the patient try to use manual solutions, with an unknown antibiotic in them, as a treatment for peritonitis. However, the pain continued and the patient was asked to go to the hospital. Two days after the initial diagnosis, the patient was hospitalized for peritonitis. The medical professional thought there might have been a blockage and a cat scan was done to see if there was a blockage (results not reported). Any further treatment was not reported. The patient is recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.